Event description:
It was reported during remote follow up that the right ventricular lead exhibited a rise in defibrillation impedance. No intervention was performed. There were no patient consequences.

Event description:
New information was received that the lead was explanted. The patient was stable following the procedure.